Event description:
The service engineer (se) reported that the average proximal zero offset was out of range. Not in use, no patient or user harm reported. The service engineer confirmed that the average proximal zero offset value was 1.01cmh2o, against the pass value being -1.00 to 1.00cmh2o. The se replaced the data acquisition printed circuit board assembly (da pcba) to resolve the issue. Based on information provided and/or service performed the reported issue was confirmed. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution name & address & institution phone #: (B)(6).

Manufacturer narrative:
The data acquisition (da) pcba was returned for failure analysis. Visual inspection of the da board revealed no evidence of damage or contamination. The da board was tested, and no failures were identified.